Event description:
Using the pre-close technique and 6f sheath one proglide device was used for successful suture placement in the mildly tortuous common femoral artery prior to an endovascular aortic repair (evar) procedure. A second proglide device with a 6f sheath was used and reportedly, the plunger was difficult to depress and could not be depressed during attempted suture placement. A third proglide device was used with the same results. A fourth proglide device was used for successful suture placement. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved using the successfully replaced suture of the first and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no associated nonconformance reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.